Manufacturer narrative:
An investigation of the returned pump was completed and no failures were identified. In addition, an investigation of the pump data logs was completed. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer passed away. Cause of death had not yet been determined at the time of the report, as the autopsy was not yet completed. The pump is expected to be returned for evaluation and a pump data review will be performed. Follow up report will be submitted accordingly.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.